Event description:
It was reported that during a percutaneous coronary interventional procedure, the maverick2 monorail balloon ruptured. The 99% in-stent restenosis was located in the non-tortuous mid left anterior descending (lad) artery. The pressure was reduced at 10 atms on the first inflation, the balloon was removed and a pin hole rupture was noted. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as "good."

Manufacturer narrative:
The device has been returned for analysis; however, additional testing has not been completed at the time of this report. A supplemental report will be filed when the analysis is completed.